Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 400 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity post spinal cord injury. It was reported that the patient was experiencing less clinical effect compared to his trial despite escalating his dose. The event date for the lack of effect was asked but unknown. The hcp performed a dye study "this week" (relative to (B)(6) 2018) which showed no baclofen flowing past the pump connector. Side port aspiration was performed in the office and the flow was normal. The expected volumes at refills had also been normal. The hcp was unsure what the issue was but felt there was an issue in the pump/catheter connector area. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient was being referred to a surgeon for a possible system revision. Surgery had not been planned or scheduled at the time of the report. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found two kinks in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the patient had a full system (pump and catheter) replacement on (B)(6) 2018. No visible issues were seen during the replacement. The pump was filled with lioresal 500 mcg/ml at a dose of 75 mcg/day. The patient was being sent home. The pump and catheter would be returned to the manufacturer for analysis. No further complications were noted.